Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)

Event description:
It was reported that the customer experienced a low blood glucose of 1.2 mmol/l to 1.7 mmol/l at the time of the incident. The customer treated with food and glucose tablets. The customer did not mention any symptoms. The customer reported experiencing low blood glucose for more than three months. The customer was wearing the insulin pump during the incident. The customer alleged the insulin pump was over delivering. Troubleshooting was performed but did not resolve the issue. The customer reported programming was accurate. The customer reported they worked in an environment with strong electromagnetic fields. Displacement test was passed. The insulin pump will be returned for analysis.